Event description:
Facility reports that while transferring a pt from bed to wheelchair the uno 102ee right leg caught on a recliner chair and tipped over. Pt landed in recliner and lift hit him on the head. Cna#1 alleged left forearm bruise from lift. Cna#2 alleged back strain from catching pt.

Manufacturer narrative:
Retrospective review. This event has been determined to be reportable. Malfunction of the lift was due to misuse by caregivers at the facility. Lift was caught on recliner chair and transfer should have immediately been terminated, until the lift was repositioned for safe transfer.